Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. No intervention was reported. The patient experienced no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.